Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "had my right tkr done (B)(6) of 2023. I'm still struggling. It is getting a little better every day but only a hair better at a time. I had to extend my return date to work cuz I know I won't be ready by the original return date. I'm draining my savings just doing extra therapy. Glad u did it but sad at the same time"